Event description:
Reporter indicated that the generator and lead were explanted due to an infection. The explanted generator was returned to cyberonics for analysis. The lead remains implanted in the pt. The explant surgical report indicated that "the incision was opened up and frank pus could be seen coming from the wound". Attempts to contact the surgeon have been unsuccessful to date.

Manufacturer narrative:
Manufacturing records for both the pulse generator and the lead were reviewed. Vns therapy system labeling lists infection as a potential adverse event possibly associated with surgery. Review of manufacturing records for both the pulse generator and the lead confirmed sterilization of the devices prior to distribution. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery.